Event description:
A remstar plus c-flex device was returned to the third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During evaluation, foam particles were noted inside the blower kit and a blfm-blower foam degradation was found. In addition, the device had dust contamination and displayed error codes e062 (err_stuck_ramp_key), e065 (err_stuck_encoder_a), e066 (err_stuck_encoder_b), e100 (err_humid_no_heat). The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.

Manufacturer narrative:
A follow-up is necessary as the 510k under report information should be k091319 for remstar plus c-flex 50 series device and device evaluated by 3rd party should be yes.